Manufacturer narrative:
All available information was investigated and the returned device analysis confirmed the reported mechanical jam was due to an observed knotted lock line; however, a conclusive cause for the knotted lock line could not be determined. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report inability to remove the lock line during the procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and was unable to remove the lock line; therefore, the cds with the clip and lock line was removed from the anatomy. Two new clips implanted reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.